Event description:
It was reported when using the bd vacutainer® serum tube, the tube did not fill sufficiently. Also, the tube had the incorrect color cap. There was no health impact or consequences reported.

Manufacturer narrative:
E.1: initial reporter phone #: (B)(6). Bd had not received samples, but two(2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, it was observed that the tube seen in the photo has a purple hemogard shield. However, during the time period of which this batch was produced, no purple hemogard shield products were made within the bd sumter facility. Additionally, twenty(20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. This complaint has not been confirmed for the indicated failure mode of color variation(shield). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.